Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro was plugged in but there was no energy being delivered to the tissue welder, no smoke emitting, and no beep coming from the power supply. The staff checked the connections and changed out the d.c. Extension cord with no success. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the tri-heater wire assemblies on the hot jaw boot were clean appeared to be undamaged. The cold jaw boot showed little sign of thermal damage on the serrated surface of the jaw. The device, connected to a reference dc extension cable and power supply, was repeatedly turned on and off while the jaws were wedged into a saline soaked gauze pad. Due to the steaming and sputtering coming from the (closed) hemopro jaws, it was concluded that the device was functioning correctly. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.